Event description:
A malfunction was reported on a customer's pump, identified by the code "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues arise again.